Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection, arrhythmia, and occlusion requiring medical intervention to prevent permanent impairment or injury. Device issue: no device malfunction has been reported. It was reported via a trial that three xience v stents were implanted in the proximal, the mid, and thein distal rca. After implant of the stent in the distal rca, a dissection was noted. Another xience v stent and ptca was used to treat the dissection. A heavy thrombus was treated with angiojet prior to the procedure; however, there was no reflow after stenting.. Treatment with nitroglycerin, nipride, ptca and iabp were used to treat the occlusion resulting in prolonged hospitalization. The pt experienced bradycardia, after all four stents had been deployed. A temporary pacemaker was implanted. No reflow and bradycardia were resolved in 2008, and the pt was discharged two days later. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusions summation: dissection, arrhythmia, and occlusion are risks with coronary stenting. Dissection can be influenced by several factors. IFU states "implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring add'l intervention." It is likely the arrhythmia is a secondary effect to the occlusion that resulted in hospitalization. A conclusive root cause for the reported pt effects, and the relationship to the devices cannot be determined. The three other xience v stents indicated in b4 and d11 are being reported under MDR # 2024168-2008-01039.